Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication could not be retrieved using the validation code. The customer support specialist remoted in and confirmed that the validation code settings were correct, but the override option was not enabled. The customer had facility admin access, was unable to change the software settings. Customer later contacted the facility and provided a new validation code. Medication was issued as per structured query language records, and the case was closed with no further action required. The system functioned as intended after the customer support specialist resolved the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to pull medication using validation code. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower unable to pull medication using validation code. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.